Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.

Event description:
During the procedure air was aspirated into the syringe that connected to the extension tube of the introducer when applying a negative pressure for flushing. Several aspirations were attempted, but the air remained. Only the dilator was inserted into the hemostasis valve at the time of the event. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.